Event description:
The patient reported that there have been five instances of the v-go device needle retracting by itself from the same lot. The patient stated that the device was full of insulin, and they were unable to get the insulin out of the device due to the issue. The devices were reported to be available for return. To date, the devices have not been returned to the manufacturer for evaluation.